Event description:
It was reported that the patient's atrial lead was oversensing. The patient will be brought back into the clinic to have the sensitivity adjusted. The lead remains in use and there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.